Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. A potential root cause for this failure mode could be due to the outside diameter was too large or rough or irregular shape protrusions. It was unknown whether the device had met specifications. The product was used for treatment but it was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The product catalog number for this device was unknown. Therefore bd was unable to determine the associated labeling to review. Correction: d, f h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient experienced resistance when trying to insert the catheter. Also stated the patient was blind hence could not read the product or lot but will keep the package. It was coude red rubber urethral catheter using without issues. The representative explained that when the patient was draining the urine the catheter getting into the bladder and ensured the coude tip was being inserted upwards did not try to force past resistance as there could be something like a stricture that needs medical intervention. Per follow up on (B)(6) 2021 it was stated that the customer was able to insert the catheter but most of them could not able to insert. Also stated that sometimes patient had self limited bleeding when trying to insert. The customer stated the catheter could get it in about 8 inches other times about 12 inches and sometimes not at all. Hence the customer had met with resistance when trying to insert. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient experienced resistance when trying to insert the catheter. Also stated patient was legally blind, hence could not read product or lot but will kept the package. It was coude red rubber urethral and been using them without issue until just recently. Representative explained that if patient was getting urine the catheter getting into the bladder. Ensured the coude tip was being inserted upwards did not tried to force past resistance as there could be something like a stricture that needs medical intervention. Per follow up on 12july2021. Customer was able to insert catheter some but most could not able to insert. Also stated that sometimes patient had self-limited bleeding when trying to insert. Customer stated sometimes could get it in about 8 inches other times about 12 inches and sometimes not at all. Hence customer met with resistance when trying to insert. No medical intervention was reported.